Event description:
The facility at largo customer service an infusion pump with depleted batteries. Information was not provided regarding whether or not the device was in patient use when the event occurred. No patient injury had been reported.